Manufacturer narrative:
Results: extension.

Event description:
It was reported that the extension was replaced due to 'suspected negative culture'. No other clinical info was reported. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.